Manufacturer narrative:
Device evaluation- the device was returned for evaluation. During testing, no error codes occurred but the device shut off during functional check. The issue was determined caused by a fault with the main processor board.

Event description:
It was reported the device gave an error alarm with message "error 26338". The issue was found during testing with no patient involvement.